Manufacturer narrative:
Based on the information provide no conclusion can be made. Multiple good faith efforts have been made requesting additional information, including product identifiers. The complainant has not responded to our requests for information. Without a lot number a review of the manufacturing records is not possible. Should additional information be obtained, a supplemental emdr will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
The following was reported via maude event report (mw5077584): "on () 2017 I experienced a bowel obstruction caused by a tear in the bard mesh that I had placed on () 2016 for multiple abdominal hernias. They were unable to remove the mesh as I had integrated with my tissues so they repaired it. I am no longer able to lift more than 10 lbs for fear of the mesh failing again. I live in fear of it happening again. I lost my job because as a nurse I was required to lift 50 lbs. I now work in a dr's office part time for 1/2 that I was making an hour."